Event description:
It was reported that balloon rupture occurred a 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 8 atmospheres for 1 second, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.